Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch mw5106770 spontaneous call from patient to report cassette no disposable alarm when attached to pump. Patient switched to back up pump. Same alarm resulted. Patient mixed a new cassette and pump is running fine. No significant interruptions in therapy, no adverse events resulted. No patient injury was reported.